Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she does not see well at short distance. In a f/u phone call with the consumer, she reported that she has been prescribed glasses, but has poor near vision with these as well. The surgeon has suggested a laser correction and operating on the fellow eye, but the consumer is afraid to have these procedures performed. At the request of the consumer, the surgeon will not be contacted.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon will not be contacted. (B)(4).